Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an implantable cardioverter defibrillator explant due to normal battery depletion. Upon device interrogation prior to procedure, it was noted that there were alerts of high voltage - hv circuit damage, low hv impedance, and possible hv lead issue. Intervention was not performed due to an occlusion observed in the vein through a venogram. The patient was in stable condition.

Event description:
New information noted that the device was explanted and replaced on (B)(6)2020. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 13.5 cm and 39.5/40.0 cm segments. Internal insulation abrasion under the svc shock coil was noted at 26.4-27.0cm from the distal tip. The etfe coating was abraded at the right ventricular cable. Internal insulation abrasion under the rv shock coil was noted at 2.9 - 3.0, 3.2-3.3, 3.5-3.6, 4.1-4.2 and 4.3-4.7 cm from the distal tip. The etfe coating was abraded at 4.3-4.7 cm from the distal tip at the ring electrode lumen. This is consistent with the observation from the field of high voltage lead issue and low high voltage impedance. Correction: h6 - method code should be "10 - testing of actual/suspected device" instead of "4114 - device not returned"